Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received any samples for investigation. Evaluation of the 100 retained tubes from this lot number identified no further examples of missing or double labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label and double label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, nine (9) tubes were missing a label. No adverse impact was reported regarding the patient or user.